Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 1.5mm rotalink plus was selected for use. During the procedure, it was noted that the burr did not rotate up to 160 000rpm. The procedure was cancelled. No patient complications were reported and patient was fine post procedure.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 1.5mm rotalink plus was selected for use. During the procedure, it was noted that the burr did not rotate up to 160 000 rpm. The procedure was cancelled. No patient complications were reported and patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was able to reach and maintain optimal rpm with no issues.